Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 5. Details of surgery: ridge augmentation. On (B)(6) 2026, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and hypersensitivity. No further patient complications were reported.